Event description:
When using needles, first thought the pens were going bad. Discovered they are partially and/or completely clogged. Took several from the box and cannot blow air through them as I can with other good needles. Don't know what I have injected myself with. No known adverse effects at this time, but am carefully watching for problems.